Event description:
On an unknown date, a 21 mm trifecta valve was implanted. On (B)(6) 2017, the valve was explanted after the patient was involved in a car accident and the patient's physician was concerned about potential damage to the valve.

Manufacturer narrative:
Product evaluation: the device was returned due to "the patient was involved in a car accident and the patient's physician was concerned about potential damage to the valve". Gross morphological and histopathological examination revealed there was fibrous pannus ingrowth on inflow and outflow surfaces of leaflet 1, inflow surface of leaflet 2, and outflow surface of leaflet 3. There was calcification within the pannus of leaflet 1. Leaflet 2 contained a perforation. There was no inflammation present in the valve. The cause of the reported event is consistent with a perforation, pannus, and calcification, however, the exact cause remains unknown.

Event description:
On an unknown date, a 21mm trifecta valve was implanted. On (B)(6) 2017, the valve was explanted after the patient was involved in a car accident and the patient's physician was concerned about potential damage to the valve.